Manufacturer narrative:
At this time corpak continues to work with (B)(4) for return of the sample in order to perform and investigation. When the sample is rec'd a f/u report will be submitted.

Event description:
The nasogastric tube was inserted on (B)(6). The tube seemed to be occluded. The nurse removed the tube but only half was retrieved. The tube had separated at the 35cm mark. The tube appeared "splayed as if a rupture had occurred." The remaining segment of the feeding tube had to be removed by gastroscopy. No other info is available.